Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited intermittent loss of capture (loc) resulting in asystole for greater than two seconds. It was reported that the patient was in atrial fibrillation (af) and the pacemaker was programmed to vvir. The patient's heart rate was observed to be in the 30 beats per minute (bpm) range. Boston scientific technical services (ts) discussed the possibility of a lead/tissue interface issue versus a device issue. Ts discussed troubleshooting options. No adverse patient effects were reported.